Event description:
The hospital reported that during several endoscopic vessel harvesting procedures using the vasoview 6 pro, the device cutters seemed to be loose and would not cut effectively. The cases were completed with the same devices. It was reported that the pt were not negatively impacted due to the events; however, there was significant bleeding within the evh tunnels. The customer has not saved any of the associated devices nor are event dates or lot numbers available.

Manufacturer narrative:
Since the device are not available to be returned to us, technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Lot history record review could not be performed as the product lot numbers are unknown. Internal file number- (B)(4).